Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4). Results: visual inspection of the returned lens confirmed the lens was stuck inside the cartridge. The tip of the cartridge was damaged and there was evidence of clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, the likely root cause of the event is off label use of this lens with the nanopoint cartridge. (B)(4).

Event description:
It was reported that the aa4203tl silicone single piece lens got stuck in the cartridge and there was no patient injury. No other information was provided on this case.